Manufacturer narrative:
(B)(4). Evaluation: method: lens work order search. Results - a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon used a micl 12.6mm implantable collamer lens. The lens was torn. No pt contact. Backup lens was implanted. Further info has been requested, but none has been forthcoming. A supplemental will be submitted when further info is available.